Event description:
Nurse attempted to start 22 gauge IV pre-operatively. Pt was a difficult stick and catheter would not advance. Sharp needle partially withdrawn and re-advanced through the catheter by the nurse attempting to start the IV. When IV start attempt was abandoned, the device was removed and the needle was found to have punctured the side of the catheter near the distal end. The catheter did not shear off. Packaging with lot number was discarded in the trash and lot number could not be obtained.